Event description:
It was reported that pump modules flashed communication error message and then shut off. There was one pcu and four pump modules connected to patient. Two pump modules were vasopressors and one was for sedation administered. The rn was able to turn the pumps on by using the power button, but was unable to restore the settings of the channels. The rn needed to manually program the pump for their medications. Meanwhile the patient blood pressure dropped. A phenylephrine IV push had to be administered to maintain blood pressure while the pumps were being reprogrammed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that pump modules flashed communication error message and then shut off. There was one pcu and four pump modules connected to patient. Two pump modules were vasopressors and one was for sedation administered. The rn was able to turn the pumps on by using the power button, but was unable to restore the settings of the channels. The rn needed to manually program the pump for their medications. Meanwhile the patient blood pressure dropped. A phenylephrine IV push had to be administered to maintain blood pressure while the pumps were being reprogrammed.